Event description:
It was reported that during patient use, a ventilator went into an inoperative condition. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The proportional solenoid (psol) valve was returned for investigation. The psol was installed into a test ventilator for analysis. The vent was powered on and passed all testing. The device was then put into ventilation mode for twenty four hours and no alarms or errors occurred. The device functioned as intended. The reported malfunction could not be duplicated with the returned product.